Manufacturer narrative:
The monitor sn (B)(4) was returned and evaluated at the distributor in accordance with zoll manufacturing recommendations. The reported problem (service code 204) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was physically damaged and unable to latch. The root cause for the damaged connector is unknown. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor displayed a service code 204.